Manufacturer narrative:
(B)(4): thrombus is labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) female patient underwent aaa repair under general anesthesia on (B)(6) 2012. The patient anatomical form was suitable for the procedure. Contrast enhanced CT after the procedure revealed thrombus in left renal artery. The physician decided to perform additional procedure at a later date. On (B)(6) 2012, thrombus was removed with a thrombus aspiration catheter and left renal artery was dilated with a balloon catheter. The physician attempted to place another manufacturer's stent in there, but it did not pass through the suprarenal stent. Due to the difficulty, the stent was not placed. Then ballooning was performed again and it was confirmed blood flow to the left artery. The patient is fine after procedure.